Event description:
It was reported a patient underwent a hip revision approximately five years post implantation due to loosening of the cup. The cup was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: 00875705002, continuum tm shell multi 50 hh, lot 64190697; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot 64460795. G2: japan. H10: multiple reports were submitted for this event. 0001822565-2024-03047. The reported event could not be confirmed due to limited information provided. No product was returned or pictures provided; dimensional and visual evaluations could not be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.